Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, corrosion on the keypad traces was found. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that a button error was frequently alarming on the customer's insulin pump. An operation test and self-test were completed normally. The customer's blood glucose was not known. Nothing further was reported.